Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm/reproduce the reported complaint. The instrument was found to have a scratched main tube towards the distal end with material missing. The missing pieces measure approximately 0.042" x 0.049" and 0.088" x 0.219" and were not returned. Root cause of this failure is attributed to mishandling/misuse. Additional finding not reported by the sited: the instrument was found to have a bent main tube located around the same area as the scratch marks. Root cause of this failure is attributed to mishandling/misuse. A review of the logs show no failures. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a small piece of plastic was found on the intestines. The fragment was remove with a laparoscopic grasper. The fragment was found to be from a vessel sealer extend instrument. The procedure was completed with no reported injury. On 15-nov-2021, intuitive surgical, inc. (Isi) contacted the supervisor to obtain additional information, however she was not able to provide any information about the instrument or what occurred. Patient information was requested, but was not available. On 16-nov-2021, isi contacted the patient care supervisor to obtain additional information about the complaint. He did not know if the instrument and fragment will be returned to isi. He did not know how long the instrument was in use prior to the issue or if it collided with another instrument or any hard material during the case. He is not aware of any injury to the patient and is not aware if the patient has experienced any post-surgical complications related to this issue. He didn't know the surgeon's name that performed the procedure. Patient information was requested, but was not available. On 16-nov-2021, isi contacted the inventory supply supervisor to obtain additional information about the complaint. The instrument has been sent back to isi, but the fragment was discarded at the site and will not be returned. The surgeon who performed the procedure was dr. (B)(6). He explained he is the person that sends the instruments back and could not answer any questions related to what happened in the procedure or provide any patient information. Additional follow-up attempts were made to the nurse who reported the issue and to the robotics coordinator at the site. However, as of the date of this report, no further details have been obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument involved in this event be returned for evaluation. However, the instrument has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An instrument review has been performed and shows there were 2 hysterectomy procedures that took place on (B)(6) 2021. The vessel sealer extend instrument dr. (B)(6) used was part # 480422-01 / lot # m90210706-0012. Per the log review, the instrument was used on system (B)(4). The alleged event occurred on the initial use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. Review of the provided images are consistent with the alleged complaint of a piece of plastic coming off of the vessel sealer extend instrument. Root cause of the failure mode cannot be confirmed without the returned device. This event has been deemed as a reportable event because it was alleged that a fragment from a vessel sealer extend instrument was found in the patient. The fragment was retrieved in the same procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.